Event description:
It was observed that during the device evaluation, the video cable was torn. There was no patient involvement.

Manufacturer narrative:
E2: health professional - (no) and e3: occupation - non-healthcare professional a device history review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.